Event description:
Error 17.

Event description:
Error 17. Device history record was reviewed, no issue has been found. Device history log was reviewed, multiple sequences of errors 21, 51 , 99, 30 are reported. Errors 51, 30 and 99 are a consequence of error 21. Errors 17 are also present. Reviewed device history. The device was allowed to enter a low battery and depleted battery state, which resulted in errors 99, 21, 17, 30, and 51. Replaced defective battery. Confirmed reported problem. After repair, pump was found to meet specification.